Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customers blood glucose was high on continuous glucose monitoring at the time of event. The elevated blood glucose was not addressed. The customer resolved the issue with a supply change. It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. This did not resolve the issue reportedly the new cartridge was leaking at the septum. Customer reverted to an alternate form of insulin therapy due to being out of supplies.